Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that a blood leak alarm occurred, and blood was visible on the bottom edge of the dialyzer. Additional information was provided upon follow-up with the facility¿s charge nurse (cn). The cn stated the blood leak was external. Per the cn, blood was observed leaking externally from the bottom edge of the dialyzer at the beginning of treatment. The machine, a fresenius 2008t machine, alarmed with a minor blood leak alarm. However, there was no evidence that an internal blood leak occurred. First off, blood was not visible in the dialysate. Additionally, a blood test strip was used and it tested negative. The cn confirmed that no physical damage was observed on the dialyzer. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was 150 to 200 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. The machine that alarmed was pulled from service for testing. The facility¿s biomedical technician (biomed) evaluated the machine and could not find any issues with it; it passed all testing. The biomed bleached the machine and calibrated the blood leak detector as a precaution. The machine was then returned to service.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance (nc) in the production of the lot. The dn and nc were both unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that a blood leak alarm occurred, and blood was visible on the bottom edge of the dialyzer. Additional information was provided upon follow-up with the facility¿s charge nurse (cn). The cn stated the blood leak was external. Per the cn, blood was observed leaking externally from the bottom edge of the dialyzer at the beginning of treatment. The machine, a fresenius 2008t machine, alarmed with a minor blood leak alarm. However, there was no evidence that an internal blood leak occurred. First off, blood was not visible in the dialysate. Additionally, a blood test strip was used and it tested negative. The cn confirmed that no physical damage was observed on the dialyzer. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was 150 to 200 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. The machine that alarmed was pulled from service for testing. The facility¿s biomedical technician (biomed) evaluated the machine and could not find any issues with it; it passed all testing. The biomed bleached the machine and calibrated the blood leak detector as a precaution. The machine was then returned to service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that a blood leak alarm occurred, and blood was visible on the bottom edge of the dialyzer. Additional information was provided upon follow-up with the facility¿s charge nurse (cn). The cn stated the blood leak was external. Per the cn, blood was observed leaking externally from the bottom edge of the dialyzer at the beginning of treatment. The machine, a fresenius 2008t machine, alarmed with a minor blood leak alarm. However, there was no evidence that an internal blood leak occurred. First off, blood was not visible in the dialysate. Additionally, a blood test strip was used and it tested negative. The cn confirmed that no physical damage was observed on the dialyzer. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was 150 to 200 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. The machine that alarmed was pulled from service for testing. The facility¿s biomedical technician (biomed) evaluated the machine and could not find any issues with it; it passed all testing. The biomed bleached the machine and calibrated the blood leak detector as a precaution. The machine was then returned to service.